Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 14th and 31st stent wraps with struts raised. A kink was evident on the stent on the 24th and 25th stent wraps. The guidewire lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues. It is reported that stent deformation occurred in vivo during positioning. The procedure was completed using another resolute onyx device. No patient injury is reported.

Manufacturer narrative:
Photo analysis: a photo was received from the account, capturing the resolute onyx 2.25x34mm stent. Deformation is evident to a distal stent wrap with struts raised. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.